Manufacturer narrative:
Unknown manufacturer: (B)(4). Medical device expiration date: unknown. PMA/510(k)#: k151766 or k980987. A lot number could not be confirmed for this incident and without this information we are unable to determine 510(k). Device manufacture date: unknown. (B)(4). Investigation summary: no samples or photos available for evaluation. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: a potential root cause is unable to be defined. Rationale: no corrective actions are required at this time.

Event description:
It was reported that 2 3 ml bd luer-lok¿ luer-lok¿ tip had foreign matter on the stoppers. This was discovered before use. The following information was provided by the initial reporter: material no:309657 batch no: unknown. It was reported that the customer noticed some type of liquid on the stoppers. Event description per email states: caller reported the black rubber part of the syringes being ""wet"" and having some sort of liquid on them. She says they've never appeared to be wet, and she is hesitant about using the needle/syringe and drawing her insulin out of it if there is an unknown liquid/substance connected to it. Cts had customer open one more needle/syringe to inspect if there was any more liquid. The third needle inspected was dry, customer used this needle/syringe to fill cartridge. Number of occurrences: 2 syringes. Did the caller insert the needle into the cartridge and encounter fill resistance? No. Did issue cause any injury? No. Did customer require medical intervention? No. Is product manufactured by bd? Yes, sample is available for investigation. Resolution: cts explained that bd might follow up with caller regarding returning syringe/needle. Caller was able to successfully fill a cartridge. No further tandem follow up is required.